Manufacturer narrative:
An external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. None of the reported complaint symptoms were reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported a treatment data alarm. Review of the patient's treatment details indicated that the patient experienced an increased fluid volume in peritoneal cavity. The patient remained asymptomatic during this pd cycle: (B)(6). The reported drain volume of 5597ml was 203% over the expected drain volume which resulted in a reportable malfunction. The patient did not require medical intervention or treatment as a result of the overfill.